Event description:
It was reported the patient experienced pain at their ipg site. As a result, the patient's ipg was explanted and replaced with a different/smaller model for better comfort. The doctor also moved the ipg pocket superior to the previous pocket. The patient is believed to be satisfied with the placement of the new ipg.